Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation was improperly evaluated for the reported symptom; no upstream occlusion detection test was performed prior to disassembly. A review of the functional testing upstream values found them to be within specification. The device will be required to meet all calibration and testing specifications prior to release. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion. There was no patient involvement. No additional information is available.